Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to disassociation of the bearing. The bearing was removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was confirmed by review of x-rays provided. Six radiographs were supplied in (B)(4) linked to ai#(B)(4). Two radiographs (one nteroposterior (a/p) and one mediolateral (m/l)) from postprimary ((B)(6) 2017), pre-revision ((B)(6) 2017) and post-revision surgery ((B)(6) 2017) were available. The post-primary ((B)(6) 2017) a/p radiograph, although not optimally aligned, indicates that the components are sized and aligned according to the surgical technique. The m/l radiograph shows that the tibial tray is oversized, as it is overhanging the tibial plateau anteriorly. The oxford surgical technique recommends the tibial tray to be flush or less than 5 mm short anteriorly. The pre-revision (B)(6) 2017) radiographs show that luxation of the meniscal bearing occurred prior to this date. The radiographic markers on the m/l radiograph show that the bearing had dislocated posteriorly. It is not possible to determine a root cause of bearing dislocation with the radiographs provided, however, patient notes from revision surgery state that an indication for the procedure was a ¿traumatic event, likely a medical collateral ligament sprain, which likely cause slight increased laxity¿. This laxity may have resulted in the dislocation and the need to increase the bearing size from 5 to 7 mm to achieve stability. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that bilateral patient underwent right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to disassociation of the bearing. The bearing was removed and replaced.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure due to disassociation of the bearing. The bearing was removed and replaced.